Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare provider reported a customer received a high reading from his adc freestyle libre sensor which he subsequently believed to be erroneous. Caller further reported that on (B)(6) 2018 customer received a reading of 280 mg/dl from his sensor, self-administered an unspecified bolus of insulin from his pump and subsequently experienced a loss of consciousness. Paramedics were called and upon arrival received an unspecified reading on their meter and treated him with an injection of glucose, which was reportedly not glucagon. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history reivew) for all fs libre sensor within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. Tripped trend review was completed for the reported complaint and fs libre sensors, and found no trips. If the product is returned, the case will be re-opened and a physical investigation will be performed.this also serves as a correction report . Describe event or problem incorrectly documented the event date of (B)(6)2018. Has been updated to reflect the correct date of (B)(6)2017.

Event description:
A healthcare provider reported a customer received a high reading from his adc freestyle libre sensor which he subsequently believed to be erroneous. Caller further reported that on (B)(6)2017 customer received a reading of 280 mg/dl from his sensor, self-administered an unspecified bolus of insulin from his pump and subsequently experienced a loss of consciousness. Paramedics were called and upon arrival received an unspecified reading on their meter and treated him with an injection of glucose, which was reportedly not glucagon. No further treatment was required. There was no report of death or permanent injury associated with this event.